Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred while the customer was sleeping. The contact did not have the customer's pump to troubleshoot the alarm. There was no reported impact to the customer's blood glucose level. A follow up with the contact indicated that the customer had no further issues and declined troubleshooting.